Manufacturer narrative:
(B)(6). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted

Event description:
It was reported the patient was revised due infection in 2010 and revised again in (B)(6) 2017 due to loosening of poly and bone screws. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. Concomitant medical products: femoral component option for cemented use only size e right lot#61527248 item# 00599401592, stem extension offset 15mm dia x 100mm length(combined length 145mm) lot# item#00598802015, tibial component stemmed precoat use of this tibial component with legacy knee - constrained condylar knee (lcck) articulating surfaces requires using item#00598004701 lot# 61615357, prc agmt block dist sz e 10mm item#00599003520 lot#60515729, articular surface with locking screw "size green/e f 12 mm height lot#60515729 item#00599404012, prc agmt block post sz e 5mm lot#61405565 item#00599003501. The reported event is confirmed as the visual examination of the returned articular surface and locking screw confirm wear. The returned products review also noted micro motion, nicks and scratches. Additionally, the hole where the locking screw would go through has a large gouge. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. The x-ray review identified a thin, nonspecific linear zone of radiolucency at the tibial component cement-bone interface. The radiolucency could indicate loosening if it is new or progresses. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information.

Event description:
It was reported after a knee arthroplasty, the patient was revised due to loosening of poly and bone screws.